Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant of the right ventricular (rv), loss of capture was observed. Dislodgement was suspected. The rv lead was repositioned to resolve the event. Following revision, pericardial effusion due to cardiac perforation was observed; the patient was stable and will continue to be monitored.